Event description:
Related manufacturer reference number: 2017865-2023-11541. During a remote follow-up, an increase in the defibrillation impedance was observed. It is unknown if this was due to the device or the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of an impedance anomaly was confirmed in the device image. However, the impedance anomaly could not be reproduced in the lab. Visual inspection of the device did not reveal any anomalies that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Additional information was received that the device and the right ventricular (rv) lead were explanted and replaced to resolve the event.